Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported, approximately two years post initial right tka, the female patient recently developed an infection. Patient had I&d with poly exchange by surgeon on (B)(6) 2023. Poly was in good shape with no signs of wear. No issues with surgery. Explant not available. No further information.

Manufacturer narrative:
D10: concomitant products: truliant cr cem fem cr cem right sz 3.5 (cat# 02-020-13-0335 / serial# (B)(4), truliant tib fit tray cem sz 3.5f / 2.5t (cat# 02-022-45-3525 / serial# (B)(4), advanced patella 29m 3 peg implant (cat# 200-07-29 / serial# (B)(4), holding pin mini sharp point 4 pk (cat# 201-78-15 / serial# (B)(4), threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4), threaded pin size 3.0 collarless 2pk (cat# 521-78-32 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.